Manufacturer narrative:
Report source: article titled "right intra-atrial and ventricular polymethylmethacrylate embolus after balloon kyphoplasty", by jonathan cohen, md and timothy lane, md. Method - device was not returned; followed up with company rep.

Event description:
It was reported in an article that a pt underwent four balloon kyphoplasties, followed by significant pain relief. Eight months post-op, the pt presented to the hospital with several days of a productive cough, fever, and shortness of breath. Blood pressure was 89/50 and oral temp 99.4 degrees fahrenheit. A chest radiograph showed a right middle lobe infiltrate and a questionable mass over his right lung. This prompted a computed tomography scan of the chest demonstrating a linear mass in the right atrium and extending into the right ventricle. The mass was compatible with embolized polymethylmethacrylate (pmma). After antibiotics and hydration for presumptive community-acquired pneumonia, he improved. The pt had a venous embolism of pmma from his prior kyphoplasty. Two years post procedure, there were no pt complications. No add'l info was reported.